Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2008 whereby a gore-tex device was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection. Additional event specific information was not provided.

Manufacturer narrative:
(B)(4). It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6) 2008: (B)(6) md. Pre-operative diagnosis: ¿partial small bowel obstruction, right lower quadrant ventral abdominal wall hernia, left lower quadrant parastomal hernia .¿ implant procedure: exploratory laparotomy. Lysis of adhesions. Jejunojejunostomy to bypass the stricture, repair of right lower quadrant ventral hernia and parastomal hernia repair with mesh. [Implant: ¿gortex [sic] mesh¿] implant date: (B)(6) 2008 [hospitalization dates unknown] (B)(6) 2008: (B)(6) md. Operative report. Assistant: (B)(6) md. Post-operative diagnosis: partial small bowel obstruction secondary to adhesions and jejunal stricture, left lower quadrant parastomal hernia, right lower quadrant ventral abdominal wall hernia, and a small incisional hernia. Anesthesia: general. Estimated blood loss: 250 cc. Complications: none. Wound classification: not provided. Procedure: ¿mr. (B)(6) was brought to the operating room where he was given general endotracheal anesthesia in a supine position. His abdomen was prepped and draped sterilely and his left lower quadrant stoma was draped out of the operative field. A midline incision was opened with a scalpel and it was also continued a few centimeters superior to the previous end of the incision and it was carried in a subcutaneous tissue sharply. Bleeding was controlled with cautery. The midline fascia was identified and incised, and I was able to open the incision throughout its entire length. There were adhesions of the bowel and the omentum to the anterior abdominal wall and these were taken down using cautery and metzenbaum scissors. Once I had done this, I could palpate a hernia in the midline of the incision. It was only about 2 cm and it was a supraumbilical portion of the midline incision. He did have a large parastomal hernia with some small bowel that appeared to be incarcerated through it by adhesions. There was no evidence of obstruction at this point. He also had the right lower quadrant ventral abdominal wall hernia that was easily reduced of its contents. Some of the loops of bowel were stuck in the presacral area of the pelvis. He did have dilated loops of small bowel in the left upper quadrant as I examined this area, I found a stricture of the jejunum. The bowel was dilated leading to the stricture and collapsed beyond, indicating that this was the point of our partial bowel obstruction. At this point, I then ran the small bowel from the ileocecal valve back toward the ligament of treitz releasing all adhesions and making sure there were no strictures anywhere else, and delivering the loops of small bowel out of the pelvis for further inspection. This lysis of adhesion included getting a loop of small bowel that had been stuck in the parastomal hernia getting this area freed up. Once I had run the entire small bowel, I approached our jejunal stricture. A jejunostomy was performed by creating a jejunojejunostomy with the gia stapler. The resulting defect was closed with a ta-60 stapler. This created a nice opening at this level of the bowel and bypassed our stricture without resecting any of the small bowel. Having relieved the obstruction and performing a lysis of adhesions, I turned my attention to the hernia repairs. The anesthetist had passed an ng [nasogastric] tube town into the stomach. I did palpate the stomach and felt that tube was in good position. I also examined the liver and gallbladder and could palpate the kidneys as well and everything felt normal. I first approached the hernia in the right lower quadrant and it appeared to be where he had a prior ileostomy. He had good strong muscular edges on either side of the hernia defect, so this hernia was repaired by primary repair approximating the edges of the defect together using 0 vicryl in interrupted simple suture technique. This gave us what felt like a strong repair. To approach the parastomal hernia in the left lower quadrant, I had to first take away adhesions of the omentum that were extending up into the hernia sac and get to the point where I only had the loop of colon passing through the hernia defect. There was still a large defect medial to the actual loop of bowel. This was closed primarily by approximating the edges with 0 vicryl in interrupted simple suture technique. Once I had done this, I took a gortex [sic] mesh and cut a key whole [sic] in it and placed it around the loop of bowel and tacked it to the muscle overlying the gortex [sic]. Out [sic] piece of gortex [sic] was approximately 9 cm x 10 cm. I tacked it to the overlying peritoneum and musculature using some 3-0 gi silk at one point and rest of it was tacked with stronger 0 vicryl sutures. Once it was completely in place, I felt we had gotten a repair of these hernias. The small hernia in the midline of the incision was simply closed while I was closing the abdomen. At this point, all sponges and retractors were removed and the midline fascia was approximated using 0 vicryl in running technique. As mentioned above, our small hernia was closed during the approximation of our wound edges. Once the fascia was closed, the wound was irrigated with saline and the skin was closed using staples. Sterile dressings were applied and the patient's colostomy device was reapplied. He tolerated the procedure well and was taken to the recovery room in stable condition. All counts were correct and there were no complications .¿ implant sticker: not provided. Explant preoperative complaints: (B)(6) 2009: (B)(6) md. Pre-operative diagnosis: ¿left lower quadrant parastomal hernia with infected parastomal hernia mesh, with fistulization to the skin, and right lower quadrant abdominal wall hernia .¿ explant procedure: exploratory laparotomy; lysis of adhesions; take-down of left lower quadrant colostomy, with removal of infected gortex [sic] mesh. Repair of left lower quadrant parastomal hernia. Partial colectomy with right lower quadrant colostomy and segmental small bowel resection. Partial omentectomy. Explant date: (B)(6) 2009 [hospitalization dates unknown] (B)(6) 2009: (B)(6) md. Operative report. Post-operative diagnosis: left lower quadrant parastomal hernia with infected parastomal hernia mesh, with fistulization to the skin, and right lower quadrant abdominal wall hernia . Anesthesia: general. Estimated blood loss: 500cc. Complications: none. Wound classification: not provided. Procedure: ¿mr. (B)(6) was brought to the operating room, where he was given general endotracheal anesthesia in the supine position. He had also been given an epidural catheter for postoperative pain control, prior to his general endotracheal anesthesia. Prior to prepping the abdomen, his colostomy was sutured closed with 2-0 silk. His mushroom catheter from the abdominocutaneous fistula was removed, and the opening to this was also closed with 2-0 silk. The abdomen was then prepped and draped sterilely. The previous skin scar was excised, after grasping with allis clamps and excising it so we would be approximating normal skin again throughout the length of the prior scar. His umbilicus was sacrificed during this excision as well. This was carried into subcutaneous tissue down to the level of the fascia. The old scars, underlying subcutaneous tissue and scar tissue were excised and removed from the operative field. The fascia was identified and grasped, and was opened superiorly. This gained access to the abdomen, and there were some adhesions to the abdomen, so these were taken down carefully with metzenbaum scissors until I was able to get into the abdomen proper. Once this was done, I was able to open the full length of his abdominal incision to expose the intraabdominal contents. He had adhesions of the omentum and loops of bowel to the anterior abdominal wall. His omentum was already shortened from prior partial excisions. This was taken down from the anterior abdominal wall, and I was able to identify the right lower quadrant abdominal wall hernia. I decided this was the site where I would create the right lower quadrant colostomy once I had performed his partial colectomy. I then took down the adhesions in the left abdominal wall, but there was much fibrosis and thickening of the tissue around the colostomy stoma where he had the parastomal hernia, and also infection from the gortex mesh that had been placed there to treat a prior parastomal hernia. The loop of bowel entering the parastomal hernia was carefully dissected out of the hernia sac and brought back into the abdomen. I then performed lysis of adhesions so I could distinguish small bowel from colon. There were several areas where the small bowel looked compromised due to thickening from being caught in the hernia or being kinked. No enterotomies were made. Once I had dissected the small bowel and was able to run its entire length, I was then able to better identify the descending colon leading into the stoma. I dissected through this, and entered the infected area of the graft. There was some purulent discharge. The infected gortex mesh was then grasped and removed completely from the abdominal wall. It did have purulence. This was cultured before being sent to pathology. Once this was removed, I was able to dissect around the colon leading up through the abdominal wall to create the stoma. I also was able to identify the fistulous tract leading adjacent to the stoma and up to the opening on the skin though its fistula. At this point, I decided to approach from the abdominal wall side, and created an elliptical incision around the stoma and the fistulous tract above it. This was carried into the subcutaneous tissue. There was much induration of the subcutaneous tissue around the fistulous tract, but I was able to dissect around it and get all the way down to the fascia, both around it and the stoma. Once this was done, I divided the tissue around the colostomy limb, and to identify where it passed through the abdominal wall. Going back into the abdomen, I then selected a point on the descending colon and divided the bowel with a gia stapler. I then divided the mesocolon, and then freed up our colostomy limb. I was then able to remove the colostomy limb and fistulous tract as one specimen, out through the abdominal wall, creating a larger hernia defect in the left abdominal wall. At this point, I then packed this off with sponges, and proceeded to work on removing part of his colon, so I could have a shorter colon with which to create the right-sided colostomy. The attachments of the descending colon to the left gutter and around the splenic flexure were divided sharply using metzenbaum scissors. I was able to mobilize the transverse colon along with some of its omentum away from the stomach. I had to divide some of the omentum to take with the colon, and I used an lds stapler to achieve this. I completely mobilized the transverse colon, and also the hepatic flexure and part of the ascending colon away from the gutter, so that I could easily remove this. 1 then scored each side of the mesocolon, then divided the mesocolon using an los stapler. I took this division from the descending colon all the way back to just proximal to the hepatic flexure, and I divided the colon here using gia stapler. Our partial colectomy specimen was then removed from the operative field, with the remaining end to be brought up through as our colostomy. At this point I was then able to create a colostomy site on the skin by making a circular incision overlying the hernia defect. This was carried into subcutaneous tissue sharply, and bleeding was controlled with cautery. Once I divided our subcutaneous tissue, I brought the end of the bowel up through the defect, to be created as our colostomy. In order to keep this area from retracting, the ascending colon limb was sutured to the fascia using 0-nurulon in interrupted simple suture technique. I sutured this tight enough that no other loops of bowel could sneak up between the colon and the fascial wall to create a parastomal hernia. Once this was done, I then ran the small bowel again from the ligament of treitz all the way to the cecum, and divided other adhesions. There were three areas where the bowel wall looked just thickened and fibrotic or damaged from the dissection, so I did a segmental small bowel resection, removing approximately 20 cm of small bowel. The proximal end was divided with a gia stapler, as was the distal end of our excision, and the mesentery was divided using an los stapler. Any further bleeding was controlled with 2-0 silk suture ligatures. Following this, I created an anastomosis between the remaining limbs of the small bowel using a gia stapler, then closed this resulting defect off with ta-90 stapler. Our remaining staple line was then reinforced with 2-0 silk imbricating suture. Having created a nice anastomosis, the mesentery was then closed so there would be no defect there, using 2-0 silk in interrupted simple suture technique. Having finished our segmental small bowel resection, the abdomen was then copiously irrigated with saline. There was a remaining portion of the omentum that was adherent to the anterior abdominal wall, with no connection left for a blood supply, so this was taken down using cautery, and this portion of the omentum was removed. We then irrigated the abdomen copiously with antibiotic solution consisting of 160 mg gentamicin in one liter of saline, then followed this with normal saline irrigation. All lap sponges and instruments were removed from the operative field. Our hernia defect was closed by suturing the fascia from the abdominal side with #1 proline in interrupted figure-of-eight suture technique. I then sutured the anterior fascia over the muscle from the abdominal wall side using 0-nurulon in interrupted figure-of-eight suture technique, trying to be sure we got secure closure of the defect. This wound was then irrigated with antibiotic solution. I then closed the midline abdominal fascia using #1 proline interrupted figure-of-eight suture technique. The wound was irrigated with antibiotic solution, then closed with staples. The left lower quadrant stoma site was then closed using staples, loosely, and telfa strips dipped in betadine were inserted into the subcutaneous tissue between the staples. Sterile dressings were applied to the area. We then matured the colostomy by excising the staple line on the end of the ascending colon with cautery, then suturing the bowel to the skin using 3-0 chromic in interrupted simple suture technique. An ostomy device was then placed over the bag. At this point, the patient was extubated and taken to the recovery room in stable condition. All counts were correct. There were no complications .¿ (B)(6) 2009: (B)(6) md. Pathology. Accession #: (B)(6). Specimen: ¿a. Infected mesh. B. Descending and transverse colon and small bowel segment. C. Colostomy stoma with surrounding infection.¿ gross diagnosis: ¿a. Infected mesh, parastomal hernia repair, surgical mesh material grossly identified.¿ gross description: ¿three specimens are received in formalin and are labeled with the patient's name. Specimen a is labeled ¿infected mesh¿. It consists of a piece of u shaped mesh measuring 12.0 x 9.0 x 0.1 cm. No soft tissue is attached. Specimen b is labeled ¿descending and transverse colon and small bowel segment¿. It consists of two segments of bowel. The first segment is grossly consistent with descending and transverse colon and measures 38.0 cm in length and approximately 4.0 cm in diameter. The serosal surface shows focal fibrous adhesion at one end. Both ends are closed with a staple line. The lumen of the bowel is filled with fecal material. No masses or auspicious lesions are identified. Representative sections are submitted in cassettes #(B)(6). The second bowel segment is grossly consistent with small bowel and measures 20.0 cm in length and approximately 3.0 cm in diameter. The entire serosal surface shows marked fibrous adhesion. Both ends are closed with staple lines. A 2.0 cm hemorrhagic area is identified from the mucosal surface in the mid portion of the bowel segment. The remainder of the mucosal surface is grossly unremarkable. Representative sections are submitted in cassettes #(B)(6). Specimen c is labeled ¿colostomy stoma with surrounding infection¿. It consists of a stoma with attached surrounding skin and bowel segment. The bowel segment has abundant fibroadipose tissue on the outer surface. The entire specimen measures 11.0 x 8.0 x 8.0 cm. The attached bowel segment measures 9.0 cm in length and approximately 3.0 cm in diameter. The proximal end is closed with a staple line. The surrounding skin measures 7.0 x 4.0 cm. A 0.5 cm skin defect with light brown discoloration is noted. Sectioning reveals an underlying 7.0 cm long fistula tract extending towards the proximal bowel resection margin. Marked tissue necrosis is noted in association with the fistula tract. The fibroadipose tissue surrounding the tract shows markedly increased fibrosis and firmness. The mucosal surface of the bowel segment is grossly unremarkable. No polyps or masse are identified. Representative sections are submitted in five cassettes as follows: #c1 - stoma, #c2 - skin opening of fistula tract, #c3- fistula tract, #c4 - bowel, #c5 - proximal resection margin .¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore-tex® soft tissue patch instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore-tex® soft tissue patch instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. It should be noted that the gore-tex® soft tissue patch instructions for use include warnings and addresses the following adverse reactions among others: ¿complications which may occur include, but are not limited to: infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ the instructions for use further state: ¿to help maintain asepsis during surgery, special precautions and extremely careful preoperative site preparations are necessary. When operative infection is suspected, dissection of involved tissues should be considered. Any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material. Staged repairs should be considered when the soft tissue patch will be subjected to gross contamination.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, product identification information was not provided for this device and thus it could not be confirmed to be a gore hernia device. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.